Event description:
Complainant alleged that during the incoming inspection of the device, no voice prompts were issued from the device. The complainant indicated that there was no pt involvement in the reported malfunction.